Event description:
It was reported that blood leaked from the y-connector. The collected blood was not re-infused. The surgeon used a back up device to complete the re-infusion with no allegation of adverse consequences.

Manufacturer narrative:
The device was discarded at the account. If additional info is received, a follow up report will be filed.